Event description:
It was reported that the patient¿s pacemaker exhibited loss of radio-frequency (rf) telemetry. No intervention was performed. The patient's condition is unknown.

Event description:
New information received indicates that rf telemetry was restored upon interrogation. The patient was in stable condition.

Event description:
New information received indicates that programming changes were made to resolve radio-frequency (rf) telemetry issue. The patient was in stable condition.